Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of lower peep (positive end expiratory pressure) than set and low exhaled tidal volume (vte) levels was confirmed. Ventec replaced the external flow module (efm) and internal flow transducer (ift) to resolve the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the cause of the reported issue was the efm and ift.

Event description:
It was reported that the device needed service. At the time of the initial request for service, the reported issue did not meet reportability requirements as it would not cause or contribute to death or serious injury if it were to recur. During the subsequent device evaluation, ventec observed that the ventilator measured lower peep (positive end expiratory pressure) than set and that its exhaled tidal volume (vte) levels were low. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section d4, model #, of the initial medwatch report stated: prt-01185-002 section d4, model #, of the initial medwatch report should have stated: prt-01201-000. Section d4, catalog #, of the initial medwatch report stated: prt-01185-002 section d4, catalog #, of the initial medwatch report should have stated: v+pro emergency, english. Section d4, expiration date, of the initial medwatch report stated: blank section d4, expiration date, of the initial medwatch report should have stated: 06/09/2022. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).